Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the physician had difficulty removing the guidewire once the lead was positioned in the body. The physician noted a knot at the distal tip of the guidewire. The lead was removed and replaced. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Final analysis found all the lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.